Manufacturer narrative:
The device has not been returned for failure investigation and no additional evaluation has been possible. Review of instruction for use notes: "...the system is intended to be used with supplemental fixation..."

Event description:
Coroent xl-f inferior screw was reported to have backed out. Patient was reported to be in her (B)(6) and in poor general health. Radiograph confirmed the inferior screw at l4-l5 disc space was loose. Coroent xl-f interbody implants were inserted at the l3-4 and l4-l5 disc spaces. There was no supplemental fixation at the l3-l5 spaces. The patient had a prior pedicle screw construct in place at l5-s1. Revision surgery has not occurred.